Event description:
It was reported that the 9900 system locked up with a motion error message. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The motorized movement was calibrated during the service call.